Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600mg/dl and a trace ketone level identified as dangerous by healthcare provider. The contact alleged the pump "malfunctioned," however, this could not be confirmed as the contact did not have the pump available for troubleshooting with tandem technical support. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however customer indicated no permanent damage was sustained.